Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by fever and cloudy effluent. The patient was hospitalized for this event. On an unreported date while hospitalized, the patient was treated with ceftazidime 1 gram (route and frequency not reported) and cefazolin (1 gram, intraperitoneally, twice a day). The cause of the peritonitis was unknown. The patient was discharged 11 days after admission. It was reported pd therapy was discontinued the same day as hospital discharge. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.